Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the pocket site. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively and the explanted ipg was discarded.